Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump may have delivered 88 units of insulin and there is no record of the bolus in pump history. The customer¿s blood glucose level was 187 mg/dl at the time of the incident. Customer claims there may be a delivery anomaly due to the unaccounted 88 units. Troubleshooting was completed, but the customer did not know where the insulin had gone if it wasn't pushed out by the pump. The customer also reported that their levels dropped to about 73 mg/dl and they were feeling shaky, so they ate a lot of food to get back up. The insulin pump will not be returned for analysis.